Event description:
It was reported that over time, the patient experienced frequent charging of the spinal cord stimulator (SCS) implantable pulse generator (IPG). The patient underwent a procedure where the IPG was replaced. There were no reported complications post operatively and the patient was discharged the following morning as expected. The explanted IPG will not be returned as it was disposed of by the hospital.

Event description:
IT WAS REPORTED THAT OVER TIME, THE PATIENT EXPERIENCED FREQUENT CHARGING OF THE SPINAL CORD STIMULATOR (SCS) IMPLANTABLE PULSE GENERATOR (IPG). THE PATIENT UNDERWENT A PROCEDURE WHERE THE IPG WAS REPLACED. THERE WERE NO REPORTED COMPLICATIONS POST OPERATIVELY AND THE PATIENT WAS DISCHARGED THE FOLLOWING MORNING AS EXPECTED. THE EXPLANTED IPG WILL NOT BE RETURNED AS IT WAS DISPOSED OF BY THE HOSPITAL.

Manufacturer narrative:
Based on the available information, and in the absence of the product return, Boston Scientific concludes that the root cause of the reported event cannot be established.A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing.The IPG was disposed by the hospital and not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory.The device was not returned for analysis and the complaint as reported could not be confirmed. Record review did not reveal any additional information related to the complaint. Therefore, the root cause of the reported event could not be established.